Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/04/2015 with the following results. The display screen has a pinkish contrast. Unrelated to the complaint, there is a battery compartment cracked below the bumper pad. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.